Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report. Same pt event as MDR 8031020-2011-00064.

Event description:
The nurse informed product manager that products are difficult to lock and unlock.